Event description:
This notification is being reviewed due to a user of a dreamstation 2 advanced auto CPAP device with an allegation of hot smell. There was no report of flames, smoking, burning, melting or warping. There was no serious patient harm or injury. There was no medical intervention reported. The patient reported the device "has a smell of hot", and the patient woke up at night with difficulty breathing, but the patient was not harmed. The patient described the smell as "hot plastic or electrical smell". The patient did not see any smoke coming from the device. There were no unintentional openings in the plastic enclosure of the power supply. The device was plugged into a receptacle (alternating current) / a power surge bar. There was also a night light plugged into the same receptacle. There was no property damage beyond the device. The patient was not using any other medical devices. The patient nor any other member of the household is a smoker. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
This case was initially submitted as reportable. Following a detailed reassessment and alignment with the documented risk analysis, it has been concluded that the event does not meet the criteria for reportability under the applicable regulations. The risk severity associated with the occurrence of ¿smell¿ is classified as low and does not present a serious risk to patient safety.